Event description:
As stated by the ahus service tech 2010: "(B)(6) were moving resident from bed to wheelchair. Resident was in sling over wheelchair at time of incident. (B)(6) stated that (B)(6) was behind resident's chair guiding resident down, when the lift "jerked" down an inch or two then stopped. Resident yelled in pain at the time the lift "jerked". (B)(6) had to press the handset button at least two times to begin the down cycle. Resident was around 18 inches above the wheelchair at this time. When resident was in her wheelchair a nurse was called." Add'l info from interview 11/01/2010: resident suffers from osteoporosis and has had fractures in the past just from coughing. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjohuntleigh inc., (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.